Manufacturer narrative:
Block b3: exact date unknown, event occurred past two years based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as it does not hold a charge. The patient underwent ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was discarded.